Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. It was also reported that the patient did not get the correct heart failure response from the lead position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.